Event description:
The customer was hospitalized for high bgs. It was indicated that the customer had a bent cannula. The customer stated that the pump did not alarm when the cannula was bent. Troubleshooting was not performed due to lack of clamp. Instructed the customer to call for further testing.